Manufacturer narrative:
(B)(4): the device passed all visual inspection however it was confirmed that the loop would not lock in left/right direction. The handle halves were separated to inspect the internal components of the device and it was discovered that the cables which control the movement of the loop in the left/right direction had slipped.

Event description:
During the procedure the surgeon was attempting to place an artriclip pro145 and the device's articulating neck failed to lock place. The device was abandoned and a 2nd pro145 was deployed without incident. There was a short delay as a result of having to change devices. There were no adverse consequences to the patient.